Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, the insulation shifted forward, exposing the metallic shaft at the junction with the handle. It was further reported that an insulation issue occurred on the shaft in which insulation fell off/detached and a piece of insulation fully detached during the procedure. The detached piece did not fall into the patient¿s cavity. The device was plugged into a generator at the time of the event, and another device was used successfully with the same generator. No patient complications have been reported as a result of this event.